Manufacturer narrative:
E1. Initial reporter establishment name continued: shadid plastic surgery and strata aesthetics studio device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.